Event description:
It was reported that during the arteriovenous malformation procedure, the physician delivered the subject guidewire to the target lesion however, the subject guidewire could not be rotated when it was near the lesion. The physician thought the subject guidewire might be fractured. So, withdrew it and confirmed the subject guidewire tip was fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (185.2cm from the proximal end, guidewire was broken at 14.8cm from the distal end). The guidewire was seen to be kinked towards the middle and distal end of the guidewire. The proximal fragment was inspected and was noted to be broken along the nitinol tubing. The distal fragment was inspected, and the nitinol tubing was seen to be broken and core wire exposed. The surface of the hydrophilic coating was rough. Bubbles with unclasped and collapsed dome and unknown substance (appeared to be excessive coating) were noted along the nitinol tubing at the distal end. The core wire distal end was observed through the distal tip dome. The torque device was note returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿guidewire distal tip broken/fractured during use¿ was confirmed during analysis. The reported event ¿guidewire torque problem¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was ¿not tortuous¿. It was also noted the guidewire could not be rotated when it was near the lesion. It is probable the break in the guidewire contributed to the issue. During analysis the guidewire was returned in two fragments (185.2cm and 14.8cm). The guidewire was also seen to be kinked. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire torque problem¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿procedural factors¿ will be assigned to the as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation. It is probable that the hydrophilic coating became rough due to hydration and drying of the device within saline solution, causing the rough surface noted, however this cannot be definitively determined. An assignable cause of ¿undeterminable¿ will be assigned to the as analyzed ¿guidewire hydrophilic coating surface rough¿.

Event description:
It was reported that during the arteriovenous malformation procedure, the physician delivered the subject guidewire to the target lesion however, the subject guidewire could not be rotated when it was near the lesion. The physician thought the subject guidewire might be fractured. So, withdrew it and confirmed the subject guidewire tip was fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.